Manufacturer narrative:
Findings: pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No delivery alarm functioned properly. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. No cosmetic damage noted.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 375 mg/dl. The customer was treated for high blood glucose with pump to bolus. Customer was able to perform the high pressure and did not passed. Customer was advised that pump would be replaced. Customer was advised revert backup plan until replacement arrives. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 55 mg/dl. The customer was treated with food. The customer completed the troubleshooting for low blood glucose and advised to monitor.